Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 27feb2018 to assess the instrument test well images in question. An immucor field service engineer (fse) visited the customer site on 28feb2018 to assess the instrument used for testing. The fse found the camera mirror and diffusor required cleaning and the rois needed optimization, which were performed by the fse. The fse made automatic camera and flat field adjustments successfully. After this work by the fse, the galileo neo instrument was checked by the fse as operating as expected, and this instrument was then returned back the customer for routine use. (B)(4).

Event description:
On 27feb2018, an immucor employee visiting a customer site, reported on behalf of the customer site, an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.